Manufacturer narrative:
Device code a0501 captures the reportable investigation result of basket detachment. Nvestigation results the returned zero tip basket was analyzed, and it was noted that the handle returned in good conditions. Microscopic examination was performed under magnification, and it was noticed that the sheath bent at the middle section. Additionally, the sheath was torn and kinked at the distal section. Functional examination was performed, and the handle was actuated, the device was not functional since the basket was detached from the notch cannula. Destructive test was performed and before disassembling the device, the evidence of the torque mark was found, and the handle cannula was kinked at the proximal end. The pull wire was attached to the notch cannula, the basket was detached from the notch cannula with evidence of the 8 crimp marks and evidence of glue inside the notch cannula indicating the basket was assembled to that section. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the investigation, these could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to the observed failures. It was also found that the basket was unable to open or close due to the basket detachment from the notch cannula. However, the investigation findings did not lead to a clear conclusion about the cause of this failure. Additionally, during manufacturing process there were no non-conformances related to the reported event. All these inspections ensure that the product was inspected, and this defect would have been detected by these process controls. Based on the event description and these controls, it is not possible to determine if the failure was caused due to incorrect use of the product and it was concluded that the cause of the event was not manufacturing related. Therefore, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a zero tip basket device was about to be used during a retrograde intrarenal surgery (rirs) procedure. Reportedly, before the procedure, it was found that the basket could not open and close after 2 to 3 times usage. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device revealed that the basket was detached from the notch cannula.